Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase also, unable to perform operating current, a21 error test, self-test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to a35 alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motion sensor test failure alarm and was not able to clear. Displacement test could not be done due to alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.